Manufacturer narrative:
Medwatch with identifier (B)(6) is lot 496062, medwatch with identifier (B)(6) is lot 495714. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer test with strips lot 495714 reading was 40 mg/dl. Less than 10 minutes later, customer tested on strips lot 496062 and reading was 160 mg/dl. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.